Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump recommended for the customer to deliver 44 units; however, the customer received a message stating that 25 units is the max bolus delivery amount. Tandem's technical support educated the customer that max bolus amount is 60 units. Recommendation was made for the customer to discuss this setting with their healthcare provider before any changes are made. The customer's blood glucose level was 245 mg/dl and it was addressed by delivering the remaining amount of the recommended 44 units.